Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a bubbled dso seal and a worn uso seal. The tamper seal was broken. There was no evidence to review in the device's event history log. A functional test and a visual inspection were performed and the reported issue was duplicated. As a result, the dso seal was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.

Event description:
It was reported that the pump exhibited a bubbled dso sensor seal. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Updated b5: additional information reported the product fault occurred during testing. There was no patient involvement and no patient harm/adverse event.

Event description:
Additional information reported the product fault occurred during testing. There was no patient involvement and no patient harm/adverse event.